Manufacturer narrative:
Correction made to e1: initial reporter phone no.: (B)(6). Additional information in h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the red heater line of the homechoice cassette and the solution bag; further described as "connection point did not fit the solution bag and turned like empty/loose". This issue was observed during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.